Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 device was returned for evaluation. Upon visual inspection no kinks noted to the catheter shaft, no anomalies to the luers/y-body. An in-house presto inflation device was used to inflate the balloon, during the inflation a pinhole rupture was noted to the balloon.  No other functional testing performed. Therefore, the investigation is confirmed for the reported inflation issue and identified pinhole rupture as a rupture was noted to the balloon. The identified pinhole rupture could be the reason for the reported inflation issue. However, a definitive root cause for the reported inflation problem and identified balloon rupture could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly would not inflate. The procedure was completed using another device. There was no reported patient injury.